Event description:
It was reported that patient presented in clinic for follow up with oversensing due to intermittent noise exhibited on the atrial lead. Upon interrogation, it was noted that the noise was not reproducible with isometrics. All other electrical measurements were normal. The clinician decided to replace the lead. On (B)(6) 2017, the asymptomatic patient presented in operating room for routine generator replacement surgery. The lead was capped and a new lead was implanted. The patient was reported to be stable before, during and post procedure.